Manufacturer narrative:
The case detail report indicated that three devices were used in the procedure. Since it cannot be determined which one of the devices a caused the event, 3 separate MDR reports are submitted, see MFR report # 3003084171-2020-00015 and MFR report #3003084171-2020-00016. DHR review for lot #: lnrce00215 was conducted on december 06, 2020, and concluded that the lot successfully passed the release tests. IFU review:no deviation of IFU was reported. Angiogram analysis was signed by (B)(6), msc. On (B)(6) 2020, with the following observations: femoral access; proximal lad lesion, moderate tortuosity and calcification are noted; additional diffuse disease in mid-lad; patent stent in cx; rca has non-obstructive disease, confirmed by ffr; pre-dilation of the prox. And mid-lad is done; a 44 mm stent is implanted in the mid-lad; following this there is significant narrowing of the ostium of d2; a 24mm stent is implanted in the prox-lad; following this there is significant narrowing of the ostium of d1, with reduced flow; post-dilation of both stents is done; final angiogram shows good flow in the lad, timi1 flow in d1; in my expert opinion: I did not identify a failed attempt to implant a stent; I did not identify a flow-limiting dissection; the peri-procedural mi may be the result of the compression of d1. Final report overall conclusions (dated dec. 08, 2020): the review of the dhrs (device history records) indicates that the products were supplied meeting specifications. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the event was not unanticipated based on the known risks, including the patient's history of acs, tia, angina pectoris, htn, hyperlipidemia, anemia, peptic ulcer, and a former smoker. The investigation findings do not lead to a clear conclusion about the root cause of the reported adverse event and its relationship to the elunir stents used in the index procedure. It is unknown to which stent the mi was possibly related. The event of this complaint is addressed in the elunir dmfea report and the risk remains low. No new risks were identified. Dissection was not added to the complaint classification as it was not noted by the cec and was not seen in the angiogram review by medinol's cardiologist. Patient's current status: stable with no angina at 6-month fu visit dated (B)(6) 2020.

Event description:
The event occurred in (B)(6) as part of medinol's clinical study: elunir ridaforolimus eluting coronary stent system high. Bleeding risk (hbr): elunir hbr study. On (B)(6) 2020, the patient was admitted for an elective angiogram with pci to lad. On the same day, the patient underwent the index procedure. Coronary angiography revealed a per visual estimate, 75-94% diameter stenosis (ffr 0.68) of the proximal lad. During the procedure, the user was unable to pass the lesion with the initial study stent ((B)(4)) and this was not implanted (this stent was not provided to medinol for further investigation). The guidewire used was 6f .36 in diameter. A dissection occurred with short duration st elevation. A bailout procedure was performed with additional ballooning and stenting of the lesion and the dissection. Two overlapping study stents were deployed to the proximal lad with 0% final stenosis. The dissection was resolved. No ECG changes were noted post-procedure. Troponin rose from 9 (pre-procedure) to 609ng/l (postprocedure). On (B)(6) 2020, the patient recovered and was discharged home in stable condition. Study principal investigator had concluded the event is not related to the device and related to the procedure. Baim safety team had concluded the event is unlikely related to the device and probable related to the procedure. Cec assessment (dated: (B)(6) 2020) attributed this case as: possibly related to study device and related to procedure.